Event description:
It was reported that the patient continued to have unspecified symptoms 8 days post-operatively after a mobi-c device was implanted. The patient scheduled a revision surgery to remove the mobi-c device and convert it to an acdf with a different surgeon.

Manufacturer narrative:
Additional method code: 4109. Additional information in component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, however x-rays were provided which show that the top plate on the superior implant has migrated which is why the two plates are touching in the x-ray. The poly core may have also migrated evidenced by the plates fish mouthing. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient continued to have unspecified symptoms 8 days post-operatively after a mobi-c device was implanted. The patient scheduled a revision surgery to remove the mobi-c device and convert it to an acdf with a different surgeon.